Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a other (unusual product issue) issue, that a few months ago, he noticed that when the insulin cartridge was full, the basal amounts he received seemed to be more than programmed and his blood glucose would be slightly lower. The patient further reported that when the insulin cartridge was almost empty, the basal amounts he received seem to be less than programmed and his blood glucose was higher. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission 04/19/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the black box was reviewed and showed dates from (B)(6) 2012. The daily insulin delivery totals were reviewed and correctly reflect the user's programmed basal rates showing the pump was delivering accurately up until the last date used by the patient. Only typical usage alarms and warnings were observed in the alarm history; there were no alarms related to the complaint recorded. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specifications. The force sensor was tested and evaluation revealed the calibration was not within specifications; the force sensor resistance was within specifications. The complaint was not duplicated during the investigation. Unrelated to the complaint, evaluation revealed that the display lens was scratched. Also unrelated to the complaint, evaluation revealed that the keypad symbols were worn, which has no effect on insulin delivery.